Manufacturer narrative:
This report is being filed on an international product list 8k25-20, that has a similar us product distributed in the us, list 8k25-27. A device history record review was performed for list 8k25, which did not show any related potential non-conformances, deviations, or non-conformances. A historical performance of reagent lot 03118g000 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 03118g000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 03118g000. A study of patient median results for the both stat and routine architect ipth assays has found that the patient medians and the numbers of results in specific reference ranges (0-72 pg/ml, 72-450 pg/ml, and >450 pg/ml) have been consistent over time. The review of patient median results indicates that patient results have remained consistent for the past few years. Labeling was reviewed and found to adequately address the issue under review. No customer returns were available for evaluation. No product deficiency was identified.

Event description:
The account generated false depressed architect intact pth results on a patient sample of 214, 167, 78, 55, 10.1 pg/ml. A new sample from the patient generated architect intact pth of 993 and 989 pg/ml results that matched the expected patient results. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
(B)(4).